Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone that the emergency medical services were called when the customer was found unconscious by the police on the side of the road on (B)(6) 2021. Customer's blood glucose was 40 mg/dl at the time of incident. Customer was treated with glucagon by emergency medical services. Customer's spouse alleged that the insulin pump was over delivering insulin because insulin pump was not keeping the proper time and had time clock anomaly which led to over delivery. Customer reported issue with the communication between transmitter and insulin pump. It was unknown whether the customer was using auto mode feature. The insulin pump and reservoir will not be returned for analysis.